Event description:
Hcp reported a patient death. The patient was in hospice care. The cause of death was cancer. The death was not device related. The pump was delivering dilaudid.

Manufacturer narrative:
Personal therapy manager, model # unk... Product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. (B)(4).